Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a dilatation of the right corpus cavernosum. Medical images were obtained, and an aneurysm in the right cylinder was identified. A revision surgery is planned. No additional information was reported.